Event description:
On 10/03/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave pump had a collapsed bladder. The device would run 350 - 453 rpm with no fluid seeping. The issue was discovered during the surgery. The case was able to be completed with no adverse effects on the patient. Additional information was provided on 10/08/2024, where the pressure-sensing bladder repeatedly collapsed. It was continually running from 350 to 450 ml per minute, with no fluid seeping anywhere. Seemed to be an incorrect reading because the roller seemed to be rolling at a normal rate yet indicating a very abnormally high rate. There was no patient harm. The case proceeded and was completed

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.